Manufacturer narrative:
There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that this device displayed noise on the right atrial (ra) channel. Pace impedance had gone out of range for this competitor ra lead. P waves were visible through the noise but were unable to be measured. Atrial sensitivity was reprogrammed but the noise was still visible. A review of the arrhythmia logbook revealed inappropriate mode switches. Some noise and out of range impedance measurements were able to be reproduced via isometrics and pocket manipulation. A chest x-ray was performed and did not reveal any issues with the integrity of the lead. The lead function was intermittent. The patient was asymptomatic and did not want an intervention so the device has been reprogrammed so that all detection enhancements related to ra sensing are programmed off. The physician will monitor the situation. No adverse patient effects have been reported. All available information indicates that the device remains in service.

Manufacturer narrative:
Additional information was reported that three years later, the atrial pacing impedance measurements were still above 2,000 ohms. After testing on the competitor atrial lead was performed, the pacing impedance measurements then decreased to 397 ohms. There also did not appear to have any capture on this atrial lead. An x-ray was taken and the lead integrity looked good. Electrograms (egms) were sent to boston scientific technical services (ts) for further evaluation. The ts consultant discussed that there was no atrial capture when the pacing impedance measurements were above 2,000 ohms; however, capture resumes after the pacing impedance measurement decreased. At this time, the physician will continue to monitor the lead and no interventions will be performed. The lower rate limit (lrl) was decreased to 60 bpm on this device and it remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.